Event description:
During placement of suture anchor using nanotack drill bit 1.4 mm the drill stopped. The battery was exchanged in situ and upon re-starting the drill a marked increase in torque was felt and the drill bit snapped off in the bone.